Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received two inappropriate shocks. Technical service noted muscle noise and recommended secondary vector. When in secondary vector, smart pass disabled and there was evidence of noise therefore the vector was programmed back to alternate. The patient later received inappropriate therapy and the vector was reprogrammed to secondary at 2x gain. No adverse patient effects were reported.